Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The mother stated that the customer experienced vomiting, running nose, and cough. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the mother to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.